Event description:
Device malfunction: cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, the suture could not be pulled out when the plunger was withdrawn. The device was removed and hemostasis was achieved using manual compression. There were no reported adverse patient effects. No additional information was available.

Manufacturer narrative:
Eval of the returned device found a posterior cuff miss had occurred. There was no needle strike mark on the foot. The anterior cuff tabs were damaged as a result of the anteriour tip disengaging from the anterior cuff, which is consistent with a posterior cuff miss. The plunger was reinserted. The needle trajectory, needle depth and push mandrel travel were acceptable. We were not able to determine a root cause for the cuff miss. No mfg issues were found. Review of the device history record for this lot did not produce any findings relevant to this investigation.